Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. In addition, it was reported that the usb cable had to maneuvered in the usb port in order to charge the pump. There was no reported impact to customer's blood glucose level. Customer declined to provide any additional information.